Manufacturer narrative:
The device was evaluated by olympus and the glue on the forceps was found to be peeling. Additionally, the customer¿s report of pinhole at the distal tip was confirmed. The rubber on the distal sheath was cut and leaking. There was a secondary failed leak test due to a gap found at the electrical connector lock pin. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for a pinhole found at the distal tip observed during a therapeutic procedure. Upon inspection of the returned device, the forceps cover glue was peeling. There were no reports of patient harm associated with this event. This report is to capture the reportable malfunction of the peeling cover glue noted at estimation.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure was caused by external forces applied to the distal end of the device by handling. The instructions for use (IFU) provides the following instructions for inspection: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.